Manufacturer narrative:
The associated device was returned for evaluation. Inspection of the drop found the device to be fully intact and that no components were missing. A dimensional and functional analysis found the returned device to meet design specifications. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient was exposed to extra x-rays after determining a component was found left in the body.